Event description:
It was reported that the image on the 9800 sys flickered during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The customer reported power issues on the operating room due to construction. The system was tested and found to be working as intended and placed back into svc.